Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has a flickering display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: h8. A getinge field service engineer (fse) reported that they reset all display screen connections. The unit passed all functional and safety tests and was returned to customer.